Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h10. Additional information: d3. Results of investigation: the suspect device was not returned to vyaire medical for evaluation.the root cause was determined due to defective o2 pressure regulator. As a resolution, vyaire ts advised customer that the vent insp. Block needs to be replaced. Customer ordered part for replacement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, log found persistent 271/388 alarms. Inlet psi is below 4.5bar per flow chart vent requires new insp block. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000e us 17,3" ventilator had a note on it stating "no o2 dosing alarm". No information provided when was the alarm occurred. Furthermore, there was no patient associated with the event.